Event description:
Caller reported a malfunction on the pump, which did not result in any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue reappears.